Manufacturer narrative:
This is one event (cardiovascular) of two events for the same pt involving two separate products.

Event description:
The plaintiff's atty alleged that the pt experienced a cardiovascular event on or about (B)(6) 2013 after use of the product.